Event description:
During an unk interventional procedure, the product burst at eight atmospheres. There was no report of pt injury. As per the reporting affiliate, no additional pt or procedural info is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.